Manufacturer narrative:
B3: event date unknown. D9: date returned to mfg unknown. One device was returned for evaluation. Visual inspection revealed the entire device slightly worn and the downstream occlusion (dso) gasket had an air bubble. No problems were found in the event history log. Functional testing confirmed the dso seal had an air bubble and the device also had a motor service alarm. The root cause was motor service related. The dso seal was replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device exhibited an ¿air bubble under rubber sensor¿. It is unknown if there was patient involvement and unknown if there were any adverse patient effects.

Manufacturer narrative:
While performing a review of file cn-(B)(6), it was discovered that the file was inadvertently assessed as reportable. There was no patient death, serious injury, and no evidence of a reportable product malfunction. The hazardous situation for the given complaint device would not likely cause or contribute to a death or serious injury if the malfunction were to recur. Is no longer considered reportable, please disregard any reports associated with it.